Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was scratched and it harder to read, sometimes when pushing delivery button, it did not respond and received error code. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Keypad unresponsive not confirmed. No unexpected error messages noted during testing. P-cap/reservoir locked properly in place. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with missing display window cover. Device received with cracked belt clip rail case corner. Device received with minor scratched on the display window. (B)(4).